Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette leaked. It was further described as "it was leaking the patient line around 3 feets away from the cassette (like a pinhole)". This occurred during set up of the device for peritoneal dialysis therapy. Renal therapy services (rts) advised the caregiver (cg) to start all over with new supplies. Rts had the cg cycled power of the device and removed all the supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4 (updated), h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted a scratch along the tube attached to the cassette. Pressure testing was performed and a leak was observed in the tube due to the scratch. A pull test was also performed and no separation was observed. The reported condition was verified. The cause of the condition was related to manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.